Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a normal device change out, it was noted that the insulation was compromised on the right ventricular lead. An exposed conductor was observed at the header of the lead. It is unknown what caused the insulation breach. The lead was performing electrically normal. The terminal portion of the lead was cut off, and the remainder of the lead was capped during the procedure on (B)(6) 2019. The lead was replaced. The patient was stable with no adverse events before, during, or after the procedure.

Manufacturer narrative:
A partial lead (connector end) measuring 5.2 cm was returned in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.